Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the day after implant this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and high pacing thresholds. It was believed that the rv lead had dislodged. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported.